Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via an instagram post noting an unspecified number of patients were injected for ¿under eye treatment¿ with juvéderm® volbella¿ xc. The patients experienced ¿late-onset inflammatory granulomas (red bumps that can be hard to treat)¿ at 4 months, ¿almost like clockwork in what some have estimated to be 1 in 200-300 treatments.¿ biopsy was not provided. Event status is unknown.

Event description:
Healthcare professional reported via an (B)(6) post noting an unspecified number of patients were injected for ¿under eye treatment¿ with juvéderm® volbella¿ xc. The patients experienced ¿late-onset inflammatory granulomas (red bumps that can be hard to treat)¿ at 4 months, ¿almost like clockwork in what some have estimated to be 1 in 200-300 treatments.¿ biopsy was not provided. Event status is unknown.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.